Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 3.4 inr; qc 2: 3.4 inr; qc 3: 3.4 inr. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to the stago neoplastin laboratory method. The customer initially tested on the meter at 8:10 a.m. With a result of 6.2 inr. The customer tested later that day at 6:23 p.m. With a result of 7.9 inr. At some point the same day, and within 7 hours of the meter tests, the customer had a result from the laboratory of 3.9 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation and were both returned. The test strips showed no defects. The returned test strips were measured with the returned meter with a high level control sample. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.